Event description:
New information noted that the lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: investigation conclusions should have been 67 - no problem detected.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the atrial lead was not capturing and was under-sensing. The patient was stable and would be scheduled for lead revision.